Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 61389ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalties for lot number 61389ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 61389ud00 and complaint issue. The overall performance of the alinity I tsh was reviewed using field data from customers worldwide. The median population result for the complaint lot are within established limits, indicating that the lot is performing acceptably in the field. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 61389ud00 was identified.

Event description:
The customer observed falsely depressed alinity I tsh for one patient. The following results were provided (reference range 0.32 to 5 mui/l): on (B)(6)2024, sid (B)(6), initial tsh result= 2.63 mui/l; unable to repeat due to low sample volume. Historical tsh result (2023) = 5.018 miu/l. Other samples collected for comparison: on (B)(6) 2024, sid (B)(6), initial result= 87.35 mui/l. On (B)(6) 2024, sid (B)(6), initial result= 94.7 mui/l. On (B)(6) 2024, sid (B)(6), initial result= 62.17 mui/l. On (B)(6)2024, sid (B)(6), initial result= 61.65 mui/l . There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I tsh for one patient. The following results were provided (reference range 0.32 to 5 mui/l): (B)(6)2024, sid (B)(6), initial tsh result= 2.63 mui/l; unable to repeat due to low sample volume. Historical tsh result (2023)= 5.018 miu/l other samples collected for comparison: (B)(6)2024, sid (B)(6), initial result= 87.35 mui/l, (B)(6)2024, sid(B)(6), initial result= 94.7 mui/l, (B)(6)2024, sid (B)(6), initial result= 62.17 mui/l, (B)(6)2024, sid(B)(6), initial result= 61.65 mui/l. There was no impact to patient management reported.